Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that the dialyzer was noticed to be leaking around the outside of the arterial header toward the end of treatment. The machine did not alarm. Blood loss was minimal, approximately 20 mls, and the patient was fine. Blood flow rate is unk. Sample was disposed.